Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There were episodes of non-sustained right ventricular oversensing (nsrvo) noted via merlin.net transmission. Technical support was contacted and advised that the nsrvo episodes were due to myopotential oversensing. Reprogramming was recommended and the patient was stable with no consequences.